Event description:
Reporter alleged discrepant, back to back blood glucose results of 554 mg/dl and 240 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated customer was probably treated with 4 units insulin. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.